Event description:
This ra lead was implanted on (B)(6) 2016 and still remains implanted at this time. A call placed on (B)(6) 2017 stated that ra impedance stable at -550 ohms until late march/early april where there was a single out of range measurement >3000 ohms, followed by a drop on impedance around 300 ohms since. The physician was unknown at (B)(6) in germany. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).